Event description:
The customer reported that the handpiece started sparking and the electrode tip caught fire during procedure. There was no pt injury. The pencil with its electrode has been discarded. The site said that they were aware that when tissue gets on tip, it sometimes can burn with a flame.

Manufacturer narrative:
(B)(4). The incident electrosurgical pencil with its electrode was discarded by the site and could not be evaluated. The generator used was returned and tested. It functioned normally and nothing was found that would have caused or contributed to the event. As the site noted, eschar build up can burn with a flame, and the IFU states "wipe the electrode often with gauze or other material."